Event description:
It was reported that the pump under delivered. The customer noted that 13 ml of medication was not delivered and remained in the cassette. No patient injury or complications were reported in relation to this event.